Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is no longer closed to CAPA.

Event description:
Asr revision; asr resurfacing- right. Reason(s) for revision: component loosening; pain. Queried which component loosened 8 may 2014, 16 may 2014. Update 19 may 2014: added taper sleeve. Also rec'd confirmation of stem loosening. Update 20 may 2014 - rec'd claimsuite which suggest case may be resurfacing to xl. 29 may - queried lot number for head and cup along with details of original or second revision. Update rec'd 3 jun 2014 - confirmation that this case is resurfacing to xl. Rec'd xl head details, xl implant date, attached emails. Look at email titled update 20 may for head details and the one titled (B)(6) for implant details. As the stem loosened this case cannot be closed to CAPA despite stem being that of a competitor. Therefore com assigned to investigator, (B)(4). Resurfacing to xl - for resurfacing case (revision of head only), see com (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision, asr resurfacing- right, reason(s) for revision: component loosening; pain. Queried which component loosened (B)(6) 2014.